Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 1,400 mcg/ml at 190.2 mcg/day, dilaudid 11mg/ml at 1.495mg/day and bupivacaine 18mg/ml at 2.446mg/day via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included spinal cord injury. It was reported that the patient had symptom return. It was unknown if there were environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting was reported as two attempted dye study, results were unknown. A catheter revision was done and the catheter was found to be kinked at the anchor site. The pump segment was replaced and the existing spinal segment remained implanted. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.